Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the geometry was faulty. The fse confirmed that all the geometry movements powered off when the injector spark plug was installed. The system was started many times but the issue persisted. The fse further inspected the system and found that the geo ipc/ad7 and pdm (power distribution module) had no power. The fse measured all the fuses, tap boards and found it working fine but the pdm still had no power. The fse confirmed that the pdm was defective. The fse replaced the pdm and performed the related configurations to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that when the injector plug was installed it sparked and after that the system did not startup correctly with the message "geometry movement partly available" displayed. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power distribution module (pdm). The device was returned to expected functionality.